Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. Coloplast routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted. B3: estimated date.

Event description:
As reported to coloplast, though not verified, legal representative stated the patient was implanted with the device on (B)(6) 2014 and early follow-up was unremarkable. In 2020, the patient consulted a urology specialist for abdominal and right hip pain. She was re-evaluated in 2023, and the examination revealed no link with the strip and no inflammatory bladder pathology; instead, a component of endometriosis was suspected. The patient again complains of mixed urinary problems. On (B)(6) 2022, the patient decided to go for an outpatient consultation (USA) and, following a recommendation, the strip was radically removed. Available follow-up shows improvement in musculoskeletal pain, but persistence of urinary symptoms, as well as abdominal and pelvic pain, suggestive of endometriosis.